Event description:
We have found that medication management including the approach to minimizing polypharmacy and medication duplication to be limited by the culprit system. On the active prn medication list for this patient were three distinct acetaminophen orders and three distinct parenteral morphine orders. It is unknown which, if any, of these duplicative orders for narcotics and others got to the patient and who was responsible for determining which of these medications would be administered at any point in time.